Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens haptic was broken. Additional information received stated that handpiece/injector caused the issue to the lens. No further information available. Additional information received stated that the event occur during loading/priming/preloading with no patient contact. The procedure was complete the same day using replacement lens. There are four medical device reports. This is the third report.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of handpiece caused broken haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).